Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer received questionable results for multiple patient samples tested for multiple assays on a cobas 8000 c 702 module (c702). Of the mentioned assays, a total of 143 individual results were found to be erroneous for the following tests: ua2 uric acid ver.2 (ua2), gluc3 glucose hk (gluc3), trigl triglycerides (trigl), ldl_c ldl-cholesterol plus (ldlc3), and hdlc hdl-cholesterol plus (hdl). The customer stated that some erroneous results were reported outside of the laboratory, but the customer did not know which specific sample results were reported outside of the laboratory. Refer to the attachment for all patient data. Results are preceded by date (day_month) and time. The occurrences were random, with false low results increasing over time. Results were corrected after a few hours and the patients were not adversely affected. The hdl reagent lot number was 123490. The expiration date was requested but not provided. The gluc3 reagent lot number was 179307. The expiration date was requested but not provided. The lot numbers and expiration dates for the additional reagents involved were requested but not provided. During morning maintenance on (B)(6) 2017, the customer noticed that a sample probe was damaged. The probe was replaced and the issue was said to be fixed.